Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing microdiscectomy procedure. The pre-op diagnosis was mentioned as m51.26 left l5-s1 herniated disc. It was reported that, the piece that broke was left in the patient. Two micro pituitaries broke during the procedure and both tips were left in the patient. Surgeon decided that trying to remove the piece could cause more damage than leaving it in the patient. There were no symptoms to patient or physician were reported. There was no additional surgery or treatment performed as a result of this event. No further complications reported.

Manufacturer narrative:
Radiographic image review result: intra-op images for l5-s1 metrx discectomy. Images show a radio-opaque body in the disc space. This is a piece of a micro pituitary by description. If information is provided in the future, a supplemental report will be issued.